Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR report number 3006705815-2019-01814. It was reported that patient experienced stimulation lost. Reportedly, system diagnostics recorded high impedances on both leads. Reprogramming was attempted to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2019, wherein both the scs leads were explanted and replaced. Effective therapy was restored postoperatively.